Manufacturer narrative:
Result: cracked scale modules, broken footboard modules.

Event description:
It was reported by service report that the footboard was broken into pieces and the scale modules were cracked. No patient involvement or adverse consequences were reported.